Event description:
Our rep is reporting the following to us: ¿bottom jaw broke off: clamped tissue, passed needle & suture, took device out and noticed that the lower jaw was still on the tissue, removed it. Surgeon was done at that point. No patient consequences¿. Complaint device being returned¿.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive determine root cause for this failure cannot be determined. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting the following to us: bottom jaw broke off: clamped tissue, passed needle & suture, took device out and noticed that the lower jaw was still on the tissue, removed it. Surgeon was done at that point. No patient consequences. Complaint device being returned.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device eval: awaiting return.